Manufacturer narrative:
User reported the event under MDR reference: (B)(4).

Event description:
Reportedly, header detachment of the defibrillator was observed intraoperatively during a planned right ventricular lead revision.

Manufacturer narrative:
User reported the event under MDR reference: mw5106692.

Event description:
Reportedly, header detachment of the defibrillator was observed intraoperatively during a planned right ventricular lead revision.